Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient's had high blood glucose level of 385 mg/dl because her infusion set's tubing had detached at the set and the tubing while sleeping during the night. The site location was on the left side of her abdomen. The infusion had been used since (B)(6) 2020 and they were stored in the closet. Further, they were unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 450 mg/dl. No further information available.